Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4) - no consequences or impact to patient, lens (iol), torn, split, cracked. Evaluation method: lens work order search. Results: visual inspection of the returned product found the lens stuck in the cartridge. There was no visible damage to the cartridge. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaints were found within the work order. Conclusions: no conclusion can be drawn. Based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon attempted to insert a cc4204a collamer aspheric single piece lens and the lens ripped during implant. There was no patient contact. Additional information has been requested but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be submitted.